Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09589, 2017865-2020-09591. It was reported that patient presented with drainage from their device pocket, indicating infection. Entire implantable cardioverter defibrillator system, including leads, was explanted on (B)(6) 2020. Patient condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.